Event description:
The customer reported via phone call that she kept receiving a motor error alarm on the insulin pump. Customer stated that the alarm started yesterday. Customer reported that she already took off the pump. Customer stated that she does not use the sensor feature on the pump and is able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to return the pump with the battery and to zero out the basal rates.

Manufacturer narrative:
There was a motor error alarm noted during the basic occlusion test and they were unable to prime during prime/compromised force sensor system test due to a faulty force sensor resistor (gold). The motor was tested outside the device and passed. The pump was received with a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.